Event description:
Had hernia surgery. First one failed. Done second surgery . Had no pain for 9 months. Been having stomach, "testy" pains since. Had MRI colon "oscapee." Can't find anything. Still in pain, can't live normal life.